Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect(s) of death is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3, d6a: date estimated. D4: the UDI is not known as the part and lot number were not provided the additional patient effect reported in b5 are captured under separate medwatch report. Article titled; " ultrasonic flow ratio measured immediately after successful rotational atherectomy with stent implantation predicts major adverse cardiovascular events".

Event description:
It was reported in a summary article that a total of 68 patients with highly calcific lesions, who underwent both quantitative flow ratio (qfr) and ultrasonic flow ratio (ufr) measurements after percutaneous coronary intervention (pci) with both (rotational atherectomy) ra and stenting, were analyzed for the ability to predict major adverse coronary events (mace) at 12-month follow-up. An xience prime stents and non-abbott stents were implanted. Mace events reported were all-cause mortality, myocardial infarction, ischemic stroke, transient ischemic attack, stent thrombosis, and target vessel revascularization. The article found that lower value of post-pci ufr is an independent predictor of 12-month mace after pci with ra and stent implantation in patients with highly calcified lesions. Additional information can be found in the summary article, "ultrasonic flow ratio measured immediately after successful rotational atherectomy with stent implantation predicts major adverse cardiovascular events".